Event description:
It was reported that while flushing the catheter, a leak was seen coming from a crack on the catheter. There was no pt involvement. Another balloon was used to complete the procedure.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this failure mode. The investigation is inconclusive, as the sample was not returned for eval. The root cause could not be determined based upon available info. It is unk whether procedural factors contributed to the event. The vaccess catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.